Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. Details for gentamicin component of combination product: dmf# - (B)(4), trade name gentamicin sulphate, active ingredient(s) gentamicin sulphate, dosage form - powder, strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017: patient underwent a left knee replacement for osteoarthritis. Trumatch cutting guides were used. Depuy cement x2 and patella was resurfaced. On (B)(6) 2021: patient underwent a revision for possible mechanical loosening. Infection work up was negative during the revision the femoral component (loosening interface not mentioned) and tibial component (cement had debonded) were both noted to be loose. The tibial tray was removed by hand. Synovitis was found after entering the joint space. The tibial bone had a central defect and there were defects on the medial and femoral condyles. Attune revision implants were placed with competitor cement. The patella wasn't revised. The patient tolerated the procedure with no complications. Doi: (B)(6) 2017; dor: (B)(6) 2021, left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.